Manufacturer narrative:
A2. Reported patient age (54 years) is representative of the man age for all patients included in the article study group. A3. Report patient sex (female) is representative of the majority of patients (73.9%) included in the article study group. B3. Earliest date of publication is used for reported event date. A separate report will be submitted for serious adverse patient events that did not result in death which were reported in the article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tong, x., han, m., wu, z., feng, x., & liu, a. (2023). Effects of different stent size selection on pipeline embolization device treatment of intracranial aneurysms. Therapeutic advances in neurological disorders, 16, 17562864231151476. Https://doi.org/10.11 77/17562864231151475. Medtronic review of the literature article found a retrospective review was conducted of consecutive patients with saccular aneurysms treated with a pipeline embolization device at a single institution between (B)(6) 2015 and (B)(6) 2020. The objective of the study was to determine the true effect of stent size selection in the clinical setting. While the article noted that adjunctive balloon angioplasty is common practice for improving wall apposition, there was no confirmation of balloon angioplasty in any of the cases reported in the article. There were no reported device malfunctions. 4 patients died during hospitalization; cause of death was not specified. It was noted there were 20 major intra-operative and post-operative complications including: subarachnoid hemorrhage and thrombosis events that occurred intraoperatively, hemorrhagic stroke, ischemic stroke, neurological deficit/dysfunction (demonstrated by mrs 3-6). The article also reported a total complication rate of (B)(4) including the (B)(4) major complications. However, considering asymptomatic stenosis and incomplete occlusion, the non-serious complication rate is noted to be higher. There were 76 instances of incomplete occlusion, 47 cases in which in-stent stenosis was observed post-operatively ((B)(4) of which were (B)(4) stenosis). Other non-serious complications included: transient ischemic attack, subarachnoid hemorrhage, and minor ischemic stroke.